Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/8/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: an opened box with eleven packets of product code 8834h was returned for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the eleven packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.

Event description:
It was reported that a patient underwent a cataract procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke when attempting to tie a knot. Three sutures from this lot were attempted with the same outcome. Another suture from a different lot was used to complete the procedure. Eleven sterile samples will be returned. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? Device return status/follow up? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Events reported via: 2210968-2021-11293, 2210968-2021-11294.